Manufacturer narrative:
Block b3: exact date unknown, event occurred a week following the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138570. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138851. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the battery site. The patient was septic and had symptoms of pain, redness, and swelling. The physician confirmed that the infection was not device related and was due to an unrelated cervical surgery that the patient had, a week following the implant procedure. The patient was administered antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well upon follow-up and had no more signs of infection. The explanted device components were discarded by the medical facility.

Event description:
It was reported that the patient developed an infection at the battery site. The patient was septic and had symptoms of pain, redness, and swelling. The physician confirmed that the infection was not device related and was due to an unrelated cervical surgery that the patient had, a week following the implant procedure. The patient was administered antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well upon follow-up and had no more signs of infection. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device component involved in the event: model number/catalog number: sc-4318 batch/lot number: 32745462 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).